Event description:
Information was received from a patient regarding an implantable pump infusing dilaudid and fentanyl for non-malignant pain. It was reported that the patient stated for the past couple of months they had been having a weird issue with the pump, which is becoming more of the "pattern" that the closer they get to the next refill date, the patient would end up having more pain, that kind of comes out of nowhere and the pain is 'through the roof" and that when the pump is about a week until it needs to be refilled, it was almost like the pump stops working and their pain just skyrockets and they could tell when they were getting close to the refill because their pain got so high. The patient stated the pump was just refilled on saturday and the controller said they only had 2 days left in the pump, but when the doctor emptied the pump, there was still almost 9 milliliters of medication in there which was over a week's worth of medication. The patient stated this was a "volume discrepancy". The patient was redirected to their managing physician as the agent did not have access to pump records. The agent reviewed the estimated refill date is based on a formula the clinician programmer does, which takes into consideration the continuous flow rate and the programmed boluses. The patient stated that sometimes that estimated refill date changed. The agent reviewed per the programming and the formula, the formula calculates the estimated refill date on the patient using all the boluses per day. The patient stated that they do not use all the boluses per day. The agent reviewed when all of the boluses per day are not used, that can push out the estimated refill date because the patient was not using all the medication they would have been had they been requesting/receiving all of the boluses that are programmed on the pump for that period of time. The patient stated they now understand how the estimated refill date is programmed. The patient stated the pump was not alarming and was not sure that the pump alarm was working anymore. The agent reviewed the doctor has the option to turn off the pump alarm and redirected the patient to their doctor.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.